Event description:
Pt arrived with femstop in place in pacu at 20 mmhg pressure. Pt had small arteries. Femstop continued to climb to 42 mmhg; no pulse found peripherally. Femstop removed. Foot warmed, good pulses. Could not deflate femstop even when removed; stayed at 40 mmhg. Device did not function correctly.

Manufacturer narrative:
Do not have original packaging.